Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The pre-procedure gradient level was noted to be 3mmhg. One clip was advanced, and grasping was performed; however, the gradient level increased to 8mmhg. The physician felt it was best to leave the gradient level and not perform further treatment; therefore, the deployment sequence was started. When the gripper line cap was removed, it was noted that the gripper line was knotted together. The gripper line was successfully unknotted and was able to be removed without difficulty. The clip was successfully deployed, and mr reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the material deformation associated with associated with the gripper line in this incident could not be determined. The reported patient effect of mitral stenosis appears to be related to patient/procedural circumstances. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.